Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer cleared alarm, gave a bolus, and resumed insulin to resolve the issue.